Event description:
Pt was converted to a total knee due to persistent pain. Conversion was uneventful. Review of the device history record indicated that the device was mfg to specs.

Manufacturer narrative:
Add'l devices: tibial baseplate: lot # 1009036-a, cat # 100295, exp date: (B)(6) 2013, manufacture date: (B)(6) 2011. Tibial insert: lot # 1009014-a, cat # 100316, exp date: (B)(6) 2013, manufacture date: (B)(6) 2011. Product was not returned for eval. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or add'l info received, the investigation may be re-opened.